Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint (B)(4).

Event description:
It was reported that a physician performed an novasure endometrial ablation (procedure date unknown). Post procedure, the patient acquired an infection (date unk). On (B)(6) 2013, it was reported the "patient subsequently became septic due to (B)(6) bacteremia" and "required extensive hospitalization and mitral valve replacement (date unk)." We have been unable to obtain additional information surrounding this event.